Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced cloudy drain. The cause of the event was not reported. It was reported that the patient was not hospitalized for the event. On an unreported date, the patient was treated with cefazoline (1 gram, once a day and route was not reported) and ceftazidine (1 gram, once a day and route was not reported). At the time of this report, patient outcome and action taken with pd therapy were not reported. No additional was available as the reporter declined to provide follow up.